Event description:
Customer stated that she has been experiencing significant differences between sensor glucose and blood glucose readings. Sensor glucose reading was 180 mg/dl while blood glucose reading was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.